Event description:
It was reported that a large volume folfusor was observed to have particles in the fluorouracil solution within the bladder. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Sample was received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue.

Manufacturer narrative:
(B)(4). Baxter received on unit for evaluation. Visual inspection on the unit noted a solid white particle approximately 01.00 mm in size, floating in the fluid of the bladder. The particle was in the fluid path. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause of the problem could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.